Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was in post-op recovery following the implant procedure, communication could not be established with the ipg using the clinician programmer. Multiple troubleshooting attempts were tried to no avail. Subsequently, the patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Corrected data: evaluation codes - results code.